Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a barrett's esophagus (be) procedure, the doctor completed the second set of ablations, when he noticed a laceration at around 23cm, which was above tim of 25cm. The doctor is unsure of what caused the laceration. The procedure was completed and device discarded. No intervention is planned to address the laceration as it was considered mild, similar to one that may occur during dilation. The user did not experience any injury nor was there an or fire. Patient information is not available. No other known adverse events were reported.